Event description:
Pt self-referred to our practice due to mesh erosion status post vaginal prolapse repair with anterior prolift system, done in 2010. Pt has recurrent prolapse, vaginal pain, and dyspareunia. I took her for outpatient excision of extruded mesh on (B)(6) 2012 and excised approx 80% of the extruded mesh; could not remove all due to dense adhesions in vesicovaginal space near the trigone. Plan now is urodynamics to evaluate her recurrent incontinence, and eval for other prolapse repair since she has not only anterior but also apical support loss.